Manufacturer narrative:
The subject device was not made available to the designated complaint unit for evaluation and thus a visual and functional investigation could not be performed. No actions were requested by the customer. A review of complaint data over the last three years did not find any similar reports of causing neuralgia to patients it was identified that the patient may have constitutional bias towards this condition based on the medical history of a transient episode occurring 20 years prior. The complaint will be closed without further action. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During an arthroscopic sub-acromial decompression procedure, it was reported that the patient suffered neuralgia on the underside of their thigh following use of the tmax. Additional information received indicated that the patient had been positioned for 35 minutes in the tmax. The patient did not move. No neurovascular checks were performed on the effected extremity during the procedure. There were no complications during the procedure. The patient is still numb. The patient did have a transient episode 20 years ago, so she may have a constitutional bias towards this condition..